Event description:
The user facility reported that the involved syringe cracked upon a few injections and cut one of the nurses. The event occurred intra-operative. Additional information was received on 10 may 2024: the medicine used was contrast media. The syringe was not used in a cold aspiration. The syringe was used multiple times before it broke. It is used for room temperature for injection and not aspirating. The medical procedure performed using the syringe is coronary angiography and intervention. The nurse was sent to the medical urgency clinic for medical treatment and blood tests. Only one syringe was used on the same patient during the procedure for repeating the injections. The syringe sample was bloodstained and discarded after the procedure. The syringe was connected to 3 gang manifolds for contrast media injections. The tip of the syringe broke and cut through her right middle finger.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E3: occupation: senior executive procurement and materials management. The device was not available for return; therefore, the sample's condition could not be determined. The retention samples were visually inspected and confirmed to be free of any damage or molding-related defects that could lead to the complaint. Device history records and process checks confirm that no nonconformity reports related to human error were issued during lot production. A total of nine (9) complaints were received in the previous two fiscal years to the present for the same issue and not identified as related to our product or manufacturing process. The root cause of the problem could not be linked to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Our syringe machine operates with validated parameters that are regularly monitored. The syringe assembly process includes a barrel tip inspection system capable of detecting and automatically rejecting defective syringe tips. Throughout the production, from molding to final dispatch, a series of inspections are conducted to ensure the quality of the syringes. A series of inspections from the molding to outgoing processes that check the syringe conditions. Our syringes meet the functional and performance requirements of iso 7886-1. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.